Event description:
It was reported the pt was unable to communicate with the ipg using external devices and she had not recharged the ipg for about a year. The sjm rep met with the pt and confirmed the issue. Replacement devices were unable to locate the ipg. It was reported the pt was to contact the physician regarding surgical intervention for a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.